Event description:
In "midterm results of a contemporary, porous-coated acetabular system in patients undergoing primary total hip replacement for degenerative hip disease: a prospective, multicenter study", it was reported that, after a tha had been performed, 2 patients experienced a periprosthetic fracture on the femur. A revision surgery was performed to explant the stem. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms patient specific clinically relevant documentation/information was not provided regarding the 5-year multicenter prospective study; however, the article documented that two patients required revision to explant the stem due to a periprosthetic fracture (ppf). Based on the limited information, the root cause of the ppf could not be determined, although the ppf was reportedly the cause for revision. The patient impact beyond that reported in the article could not be determined, as any further interventions and the patient outcome remain unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, include but not limited to excessive forces applied to implant and inadequate design. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.